Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not showing on several machines, impacting multiple sites. Consequently, they set each machine to critical override within the next five minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
H4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not showing up in multiple machines. The technical support specialist (tss) validated that the patient examples were showing the orders at the cabinet accurately and other examples were provided hinting at a logic of sending information from the electronic privacy information center to care fusion coordination engine. Tss confirmed that the hospital information technology fixed the issue. The system functioned as intended after the technical support specialist investigated the issue.